Event description:
It was reported that during an unspecified procedure, the pt2 guide wire fractured, and remains in the patient. The lesion was located in the proximal circumflex to the first obtuse marginal. The lesion was very tortuous lesion with a 90 degree severe bend. The pt2 guide wire prolapsed at the beginning of the procedure, however, was still used. The lesion was predlated with a 2.25 x 15 maverick monorail balloon catheter. The physician then attempted to advance a 2.5 x 16 taxus stent; however, the stent would not cross the lesion. The physician then successfully placed two 2.25 x 8 taxus stents. A ptca was then performed distal to the taxus stents. The physician attempted to place a vision stent, however, was unable to cross the lesion. The procedure was completed. The pt2 guide wire was used during the entire procdure. Following the procedure the physician was reviewing the films, and noted a 5 - 10 mm radiopaque segment of the wire remained in the patient. There ar no plans to remove he wire segment. There was no resistance or any problems, or complications during the procedure; it is unknown when the wire fractured. Patient status is listed as "okay".

Manufacturer narrative:
The wire was disposed, therefore, no direct product analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The root cause of this complaint could not be determined.